Event description:
Customer called to report damage to the insulin pump. Customer stated that cracks can be seen on the reservoir compartment. Customer's blood glucose reading was 116 mg/dl. No significant events leading to the alarm were observed. Nothing further reported.

Manufacturer narrative:
Findings: unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched lcd window. Unit received with broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.